Event description:
Gambro rec'd a complaint on january 07th, 2008 from a facility who reported that a phoenix machine was leaking profusely from the bottom. It was unknown when the leak occurred. There was no pt injury or medical intervention warranted in this event. No evidence that a tube disconnection related alarm occurred. A gambro technician inspected the machine and found that the hose on the bottom of evufo was disconnected. He replaced it and bleach cleaned the unit.